Manufacturer narrative:
The catheter failed the deflection test due to no deflection curve. Dissection of the catheter revealed that the puller wire was no longer crimped at the ferrule causing the failure. The complaint condition ("the deflection was broken") was confirmed. No significant trends have been identified for this issue; therefore, no CAPA has been requested at this time. Furthermore, the edge of ring electrode #20 was damaged and lifted from the edge of the ring indicating that excessive force was applied. The pu margin of electrode ring #20 was damaged. However, the pu margin appears to be within spec prior to damage.

Event description:
It was reported that the deflection was broken on this catheter. This event description was not indicative of a reportable complaint. However, upon receiving the catheter in 2009, it was noted that the edge of ring electrode #20 was damaged and lifted from the edge of the ring. The damaged electrode condition prompted biosense webster to report this complaint as a reportable malfunction.